Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for an unrelated event. Cause of the event was not reported. At the time of this report, the patient is recovering and was still hospitalized. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient has been inactive with peritoneal dialysis therapy since starting hemodialysis on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in jan 2013. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. There was no failure, malfunction or iipv events identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.